Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (intermittent power) issue. It was alleged that the vibratory alarm was working. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue may cause the user to miss an alarm or warning that may cause cessation of insulin delivery.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 09/29/2017 with the following findings: the black box showed several an unexplained pump reboot. The battery compartment was cracked. The battery cap was not returned, so a test case was used and fit securely and maintained electrical connection. The pump powered on with auditory and vibration to a blank screen; therefore, further testing was unable to be completed. The pump¿s cover was removed and moisture was found internally.